Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) did not perform the daily audit communication with the remote monitor as expected. The device remains in use. No patient complications have been reported as a result of this event.